Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for external ram crc error and unexpected restart. The customer's blood glucose was unknown. Customer reported that insulin pump has not been working. Customer set it last night and during the night it started whistling and making noise, it wasn't giving insulin. Customer did a complete change. Customer wants another insulin pump. Customer just put the battery back in and got unexpected restart alarm. Customer reported that alarm history shown external ram crc error. Customer stated that insulin pump has been without battery for about 5 minutes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no unexpected restart error alarm, watchdog timeout, external ram crc error alarm and audio/beep anomaly noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.